Manufacturer narrative:
The reported failure of the speaker assembly and buzzer assembly is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. The device mentioned in this complaint has exceeded its useful life per the applicable IFU. Multiple service activities occur during the device¿s useful life according to the device¿s service manual.

Event description:
The manufacturer received information alleging a ventilator service required message had occurred on a trilogy evo o2 device. There was no allegation of serious or permanent harm or injury. No medical intervention was specified by the patient. The customer placed a service call to the local philips helpdesk for this issue. The customer informed the philips representative that they had replaced the battery, but the same message continued to occur on the device. A philips service engineer (se) was sent to the customer site to evaluate the device. The philips se noted that two (2) error codes related to the speakers were observed on the device's error log. The philips se further evaluated and determined the 2 speakers had caused the ventilator service required to occur on the device. In conclusion, the speaker assembly and buzzer assembly need to be replaced to address the issue. The root cause is confirmed at this time. Additionally, during the service of the device, the three-way solenoid valve needs replaced for a test that failed for the valves. Which was unrelated to the reportable issue. The device passed all final testing.